Manufacturer narrative:
(B)(4).

Event description:
It was reported that a regular follow-up appointment, an increase in the right ventricular (rv) lead pacing threshold was noted, as well as a decreased sensing measurement. Diagnostic imaging was performed which confirmed the rv lead had dislodged. The physician elected to surgically reposition the rv lead to resolve the event. The patient was stable with no additional adverse consequences and this rv lead remains implanted and in-service.